Event description:
It was reported ongoing intermittent occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. The cartridge had been in use for more than 72 hours, and the customer was educated about the usage guidelines and acknowledged the information.